Event description:
Customer reported that there was a crack by the charging port, which resulted in the device no longer being water-tight. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from technical support, and no further information was obtained regarding the outcome of the event.